Event description:
It was reported that the patient underwent total knee arthroplasty approximately eighteen years ago. Subsequently, a revision procedure was performed on (B)(6) 2014 due to wear of the polyethylene tibial bearing. The tibial bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: catalog number, lot number, and expiration date. Implant date - approximately 18 years ago. 510k number. Device manufacture date.